Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the pump takes space where insulin should be and can affect insulin delivery". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported on multiple, intermittent occurrences that air bubbles were observed along the infusion set tubing, and cartridge tubing. The customer's highest blood glucose level was 500 mg/dl. Reportedly, the customer primed the tubing, or replaced the cartridge to resolve the issue each time the air bubbles occurred, and continued using the pump for insulin therapy. In addition, troubleshooting with tandem technical support showed that the customer was not following the proper technique to fill a cartridge. Tandem technical support educated customer regarding the fill instructions.